Event description:
It was reported, due to the programmed settings of the device, it incorrectly diagnosed ventricular tachycardia (vt) as a supraventricular tachycardia (svt) before the vfta algorithm took effect and provided shock therapy to attempt to break the arrythmia. The shocks from the device were unable to break the arrythmia and the patient was defibrillated externally to terminate. Technical support was contacted and reprogramming was recommended. Reprogramming was performed to resolve the event. The patient was stable.

Manufacturer narrative:
The provided session records were reviewed by technical services and it was observed that the device exhibited appropriate sensing and detection. The device was performing per programmed settings. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.